Event description:
In 2006 a trained physician attemtped arteriotomy closure after an unknown procedure. It is unk how hemostasis wasd achieved. There was no report of a pt injury or adverse event.

Manufacturer narrative:
H10: upin investigation, the deivce was found to have a broken off posterior foot break. No manufacturing defect was noted on the returned components. There was insufficient information to determine the root cause for foot fracture. Review of the device history record for this lot did not produce any findings relevant to this report.